Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer had excessive low blood glucose readings. Customer's blood glucose was 48 mg/dl, which was always treated with food, but food did not resolve issue. Customer began to wear an old insulin pump and blood glucose began to stabilize. Troubleshooting could not continue as call was dropped.

Manufacturer narrative:
The pump was received with normal operating currents and passed the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was programmed with multiple boluses and was monitored. All boluses delivered properly and were listed in the bolus history screen. No delivery anomaly or bolus anomaly was noted during testing. No cosmetic damage was noted during physical inspection.